Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that over the past couple of weeks, there have been multiple instances of the foley catheter balloon deflating. Patients also have been complaining of pain more frequently when they have the foley catheter in place. It was reported that the nurse had a patient who had really bad pain associated with the catheter and when the nurse went to remove it, there was only 1cc that came out of the balloon when the nurse deflated it. It was also reported that other nurses also had a couple of instances of the similar issue as well. No medical intervention was reported.

Event description:
It was reported that over the past couple of weeks, there have been multiple instances of the foley catheter balloon deflating. Patients also have been complaining of pain more frequently when they have the foley catheter in place. It was reported that the nurse had a patient who had really bad pain associated with the catheter and when the nurse went to remove it, there was only 1cc that came out of the balloon when the nurse deflated it. It was also reported that other nurses also had a couple of instances of the similar issue as well. No medical intervention was reported. Per follow up via email on 15-apr-2022, it was reported that a nurse removed a foley catheter and it only had 7-8 ml in it. The instances that happened prior had balloons that only had 1-2 ml upon removal, so customer unsure if this was an education issue with whoever inserted it, or if it was the same issue they were having previously. However, the nurse did save the foley in case anyone wanted to look at it.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.